Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter cuff was tested and balloon placed. On, (B)(6) 2025 at 4 am, the balloon burst and was naturally removed, then reinserted and 9cc of sterilized distilled water was added. On, (B)(6) 2025 at 9 pm, the balloon placed burst and was naturally removed. The balloon was placed again and on (B)(6) 2025 at 12 am, the balloon was reinserted, and it burst and was naturally removed. No balloon was reinserted.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter cuff was tested and balloon placed. On, (B)(6) 2025 at 4 am, the balloon burst and was naturally removed, then reinserted and 9cc of sterilized distilled water was added. On, (B)(6) 2025 at 9 pm, the balloon placed burst and was naturally removed. The balloon was placed again and on (B)(6) 2025 at 12 am, the balloon was reinserted, and it burst and was naturally removed. No balloon was reinserted.